Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from serious injury to death.

Event description:
During codman¿s pump tracking process, the wife of a patient responded by indicating that her husband passed away. She stated that the pump was the primary cause of his passing. In a communicated emaill from the following surgeon he noted that the patient did not expire from complications of the device. The surgeon stated that he had horrible disease progression and it was difficult keeping him on therapy. He was referred in after 24 months of continuous chemo, with an ugly looking liver. It was a total rescue effort, but not a complication of the hai pump.

Event description:
During codman's process of pump tracking the wife of a patient responded by indicating that her husband passed away on (B)(6) 2013. She stated that the pump was the primary cause of his passing. Patients wife is not sure if the device was revised or left in. She has nothing further to communicate with us. Email notes from physician the patient did not expire from complications of the device. The surgeon noted that he had horrible disease progression and it was difficulty keeping him on therapy. He was referred in after 24 months of continuous chemo, with an ugly looking liver. It was a total rescue effort, but not complication of the hai pump. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from serious injury to death.